Event description:
In 2010 I had an ablation done on my uterus and essure implant inserted to prevent pregnancy and stop ongoing hemorrhaging. This did not work. On (B)(6) 2011 a hysterectomy was performed using the robotic da vinci method. I was told that both the fallopian tubes with each essure implant along with the uterus would be removed during the procedure. The surgeon indicated that everything was removed. Post-operatives, I have had intermittent right lower abdomen and groin pain, which I attributed to menopause and aging and has progressively gotten worse to the point where my right leg gives way from the pain. I have radiating nerve pain running down my right leg. In (B)(6) 2021, my orthopedic surgeon had full-length bilateral x-rays done on my knees to monitor my osteoarthritis. The x-ray caught part of my lower abdomen, pelvis, and femurs. The doctor noted a coil located near my right femur in my lower abdomen, which I was completely unaware was there. He suggested that I might want to get that removed. In 2022 started searching for a specialist who would be able to remove the coil from my body. Finally, I was able to get an appointment to (B)(6) hospital menopause and fertility clinic to address my menopause and get the coil removed from my body. (B)(6) confirmed that the coil is an essure implant that the surgeon dr. (B)(6) from the former (B)(6) hospital and medical system (now insight) left in me and had migrated into my lower abdomen causing me a lot of problems. (B)(6) is currently trying to determine if they can safely remove the coil without hurting me or worse yet, killing me. (B)(6) is scheduling me for a MRI to determine what pocket in my abdomen cavity the coil is located. I will be happy to forward the imaging and reports if requested.